Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA, alleging that their onetouch ultra meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at 10pm on (B)(6) 2015. At this time the patient claimed obtaining a blood glucose reading of ¿400mg/dl¿ on the subject meter. The patient informed the cca that they manage their diabetes with oral medications (type and dosage unknown) as well as with diet and/or exercise. It is not known if the patient made any changes to this routine in response to the alleged high subject meter result. During the initial call with the cca the patient reported developing the symptom of ¿sweating¿ 4 hours after the alleged product issue began. In response to this symptom the patient self-treated by consuming more food and/or drink at 2am on (B)(6) 2015. The patient did not measure their blood glucose on any other devices at this time. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter. It is not known if the unit of measure was set correctly, and the products were requested back for evaluation. Replacement products were sent to the patient. This complaint is being reported because the patient obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.